Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Device was monitored and no blank display, white display or missing segments anomalies noted. Power connector plug in and locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump was alarming and the screen was white. The customer¿s blood glucose was 24.0 mmol/l at the time of incident. Customer had a high blood glucose of 24.0 mmol/l and no troubleshooting was performed and no form of treatment was reported. The customer was advised that the insulin pump is being replaced and is not expected to return for analysis.